Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the safesheath introducer features a hemostasis valve. Hemostasis valves are designed to have a lead inserted, then peeled off. They are not designed to have a lead withdrawn from the hemostasis valve. Should an issue occur, the lead and introducer should be withdrawn together. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation on the low voltage lead was ¿buckled¿ after withdrawal from the sheath. The lead was not used. No patient complications have been reported as a result of this event.